Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported with a description, intraocular lens (iol) had a coating and was cloudy. Additional information was received and stated, the lens remains in the patient eye. The coating was partially detected before the iol was implanted and the problem still exists 24 hours postoperative. Additional information was received and stated, iol was not explanted. The iol coating was seen prior implantation. It was checked under the microscope and not used further. There are four medical device reports associated with this report. This is 3 of 4.

Manufacturer narrative:
Additional information was provided in d.9.,h.3.,h.6 and h.11. The lens was returned in the lens case. There appeared to be a few small spots of solution (possibly balanced salt solution (bss). The optic was clear. No cloudy areas were observed. Company lenses do not have a coating. The reported intra ocular lens (iol) has coating was not observed. Company lenses do not have a coating. The returned company lens was clear. No cloudy areas were observed. Due diligence has been performed in an attempt to obtain further information on this event. The reporter is unwilling to provide further information. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Additional information was provided in b.5. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
Additional information was received and stated, the health care professional did not invent anything and the coating was there immediately and sometimes already in the packaging and it stays for the long term.